Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that in (B)(6) they were having unexplained high blood glucose levels in the 300's mg/dl, and 400's mg/dl. They were also recently having low blood glucose levels of the 40's mg/dl, 50's mg/dl, and 60's mg/dl. The customer declined troubleshooting. The current blood glucose was unknown. No further information was reported.